Manufacturer narrative:
Patient ID: (B)(6). Study name: (B)(6). (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a pelvic floor repair procedure with uphold lite including vaginal approach hysteropexy and cystocele repair procedure performed on (B)(6) 2015. She also underwent a concomitant rectocele repair with native tissue. The procedures were completed without complications. According to the complainant, on (B)(6) 2018, the patient experienced a lower urinary tract infection. She went to the emergency department and was treated with antibiotics. The event was resolved on (B)(6) 2018. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the procedure, not related to the device, and not related to the delivery device. On (B)(6) 2018, the patient presented with pyelonephritis. She presented to the emergency department where she was treated with IV and antibiotics and IV potassium replacement. She was the discharged home on oral antibiotics. The event was resolved on (B)(6) 2018. The investigator assessed the event as moderate in severity, related to the pelvic floor, possibly related to the procedure, not related to the device, and not related to the delivery device. On (B)(6) 2018, the patient experienced a lower urinary tract infection. She was treated with augmentin and the event was resolved on (B)(6) 2019. The investigator assessed the event as mild in severity, pelvic floor related, possibly related to the procedure, not related to the device, and not related to the delivery device.